Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09ul8, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had a fall in (B)(6) 2014 and she broke the device in that fall.

Event description:
It was reported that the patient had a fall in (B)(6) and implantable neurostimulator (ins) had to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.